Manufacturer narrative:
This information was inadvertently left off of inital MFR. Report.

Event description:
Additional information was received stating that the vns patient¿s device settings were reduced which led to an increase in seizures. The patient did not have an eeg. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The physician reported that the patient experienced hypopnea rather than apnea. It was reported that the hypopnea is associated with vagal stimulation and that polysomnography was performed and show the link.

Event description:
It was reported that a vns patient has apnea. The relationship to vns is unknown. Attempts to obtain additional information have been unsuccessful to date.